Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room when loss of capture, high capture thresholds, and high, out of range high pacing lead impedance were observed on right ventricular lead through (B)(4) transmission. Patient is pacemaker dependent. The device was reprogrammed and tachy therapies were programmed off until lead revision. The patient was taken to the cath lab for a lead revision, but it was unable to be performed due to the patient's anatomy. Dft testing was performed due to the concern about the lead's ability to shock. The device appropriately identified ventricular fibrillation (vf) and shocked the patient into sinus rhythm. The rv lead will continue to be used for shocking and atp therapies, while the lv lead will continue to be used for pacing. The lead will continue to be monitored. The patient was stable.

Event description:
New information states that the right ventricular (rv) lead revision was attempted on (B)(6) 2018 but was unable to be done due to occlusion of the subclavian vessel. Dft test was performed successfully on (B)(6) 2018. The physician decided to leave the chronic rv lead in place and use it for atp and defibrillation only. The patient was programmed to be paced with the left ventricular (lv) lead only. The rv lead output was reprogrammed. The patient was stable with lv pacing only and has had vt episodes successfully converted.